Event description:
This is for the product: oral-b floss action refill 3-pk for the oral-b electric toothbrush purchased at (B)(6). I had used this toothbrush with the standard precision clean heads for several years without incident. A couple months ago (B)(6) was out of stock of the standard head, so I brought this floss action head. I found it difficult to use in that the unusual head, with rubber brush inlays, jumps all over inside your mouth. Without any reason after two weeks of use, it broke off part of my tooth (corner of a molar) inside my lower teeth, and I had to have a crown fitted over it. I'm (B)(6) and this was only my 2nd crown. But, it was the way that it happened, that I had concerns while brushing with this newer floss action oral-b brush head, that I am filing this incident. There is no such thing as an isolated incident! When I've tried to write a review of this incident on the oral-b and (B)(6) web sites, I keep encountering errors and neither site will accept my review. So, I am writing about it here. I can't help but wonder how many people have had this experience, and then felt helpless to report it. So I contacted oral-b/p&g. I recommend it either carry a warning, or be removed from store shelves. Document (B)(4). Report number: (B)(4). Purchase date: (B)(6) 2011 this date is an estimate. I still have the product in my possession the product was not damaged before the incident. The product was modified before the incident. Contacted the MFR after the incident and they sent me info. I also had to see a dentist and tooth repair was (B)(6).